Event description:
We, as a facility, had 11 datex/omeda adu-98 anesthesia machines software upgrade which include some new capabilities. When service report was provided to us, it was done all under 1 serial number. For the MFR to document the qa process of the FDA, I was expecting one for each unit. Feel MFR -ge healthcare- is not following the expected qa process of FDA in regards to medical equipment.